Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that approximately three months following bilateral lasik surgery, the patient was diagnosed with non granulomatous anterior uveitis in the right eye. The patient reported redness, light sensitivity, transient pain, discomfort in the affected eye, and the potential vision was not as good. Topical steroid drops were prescribed to treat the event. The left eye was unaffected, per the optometrist. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up it was reported the symptoms resolved eleven weeks post onset. The patient has since transferred care to a specialist.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event:. The laser was successfully verified prior to the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages and break. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).